Manufacturer narrative:
MDR 3003442380-2026-60508 / Initial 1 of 2.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log ReviewUnomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summary Complaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 16/JUL/2026 against "Lot Number" "6006756" and Similar Malfunction Codes: Leak between Tubing and Site connector - Detachment / significant wetness . Tubing connector is cracked, split, deformed, leakage may occur. Tubing detached from tubing-tubing connector .The Lot 6006756 and failure mode are not related to any non-conformance (NC) Corrective and Preventive Action (CAPA) of the same or similar nature.Similar Complaints search : Threshold not ExceededA query was run in the eQMS on 16-JUL-2026 against "Lot Number" criteria equal "6006756" and Similar Malfunction Code(s): Leak between Tubing and Site connector - Detachment / significant wetness . Tubing connector is cracked, split, deformed, leakage may occur. Tubing detached from tubing-tubing connector . OR Key Word used. The count of complaint is 1. The complaint numbers are: (b)(4).Batch record review:The lot 6006756 was manufactured according to Work Instruction (WI) version 112 and manufactured in Machine / Line : L182 , Inset 7 on 27/APR/2024 with a total of (b)(4) units. Sub-Assembly: Gluing of Tubing The Lot 4D02584 was manufactured according to the Work Instruction (WI) version 64 and Manufactured in the Line: SC01 on 26/APR/2024, with a total of (b)(4) units.Batch record / Medical Device File Review:The Batch record / Medical Device File was reviewed. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted.Pump Manufacturer Investigation:A pump manufacturer investigation report was not available for review.Visual Evidence Review (No photo provided, unable to review):No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing - Does not confirm issue: Retain samples from the relevant lot were requested and tested in accordance with approved procedures:WIGuidance for Visual Testing for Complaints Area (Version 3): on reference samples, 10 samples out 10 samples passed the test. All samples tested passed visual inspection.WI Guidance for Functional Testing for Complaints Area (Version 2): on reference samples, 5 samples out 5 samples passed the test. All samples tested passed functional testing for the reported malfunction code Leak between Tubing and Site connector - Detachment / significant wetness All test results were within specification as documented in the attached test report \[2123653 Test Report Lot 6006756 Part 1001680]". The test results obtained in accordance with the specifications established for 2123653, malfunction code Leakage from tubing or the interface between the tubing and the connectors (Refers to connectors in both ends of the tubing), also apply to malfunction code Leak between Tubing and Site connector - Detachment / significant wetnessConclusion: Testing did not confirm the reported issue; no nonconformance identified.Return Samples Testing:Returned sample(s) from the relevant lot were requested; however, the customer confirmed that the sample is not available for return.Conclusion: Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA Determination Assessment:CAPA Determination Assessment - Conclusion Summary of Complaint Investigation (No further investigation)Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per WI (Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site:3003442380.

Event description:
It was reported that patient experienced high blood glucose and treated with correction bolus via pump on (b)(6) 2025.